Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. Review of the logfiles confirmed the malfunctioning flexvision pc. Upon further inspection, philips remote service engineer (rse) confirmed that the application software was not booting after switching on the system. Fse reinstalled software 2.2.7 from scratch and restored the backup. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.